Event description:
The user facility stated that with a patient on the table, the anesthesiologist noted that table movements appeared slow in response to hand control commands and then stopped responding completely. The procedure had not yet commenced prior to the failure. The facility transferred the patient to another table and successfully began the procedure. No injuries were reported. A procedural delay was reported as the patient required to be transferred to another table.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the table and found the table responded normally and correctly to all commands from the column mounted override controls. The technician then inspected the hand control and found the table would not respond to hand control commands beyond powering the table on/off. The technician found the indicator for low battery charge was illuminated and flashing red on the hand control which signals users that the batteries require charging. The 3085 operator manual section 7-2 contains a hand control diagnostics chart which instructs users to charge the table batteries when the red battery led is flashing. The table is not under steris service contract and is serviced and maintained by the user facility. Per the customer's request, the steris technician replaced the table power supply. The technician further replaced the table control batteries, tested the table and returned it to service.